Event description:
The customer reported to the field service rep (fsr) that the cooler heater unit had intermittent high temperature alarm. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service rep (fsr) could not duplicate the reported problem. The fsr did find the flow was low due to a clogged filter. The fse cleaned out the filter and the low flow issue was gone. The fsr said this could have caused the high temperature alarm.